Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device. Once received, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the piston stops and then restarts without any action, and the overheat light is illuminated. There was no patient involvement associated with this reported event.